Manufacturer narrative:
(B)(4).

Event description:
The therapy doesn't help patient at all since (B)(6) 2009. Event date for patient states the neurostimulator therapy had never worked for her or provided relief since she got implanted (B)(6) 2009. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.